Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life was short and required frequent battery changes. A review of the alarm history confirmed low battery alarms but no replace battery warnings appeared in the alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2013 with the following findings: a review of the pump¿s history showed dates from 04/30/2013 to 05/08/2013. Multiple low battery warnings were observed. During investigation, the battery compartment was not observed to be damaged and the battery cap was able to fully tighten on to the pump. No power loss was observed. The current draws were found to be within specifications. The pump was opened and no moisture or evidence of intermittent contact was found. Unrelated to the complaint, the pump¿s history showed occurrences of time and date resets to factory default. The internal battery was found to be unable to hold a charge. The complaint could not be duplicated during testing.